Event description:
It was reported that the patient underwent a second hip revision approximately 11 months post-implantation due to dislocation and impingement pain. During the procedure, the femoral head and sleeve were removed, and the components were noted intra-operatively to be a modular head and sleeve. Due diligence is in process and no further information on the reported event has been provided.

Manufacturer narrative:
(B)(4). D10. Unknown sleeve item# unknown lot# unknown. Stryker securefit c taper stem item# unknown lot# unknown. G2: foreign - event occurred in australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, g6, h2, h6, h11. The reported event could not be confirmed due to lack of product/information. The product involved in the reported event was not returned for investigation; however, photographs were provided and reviewed. Nevertheless, they did not provide sufficient product information, and therefore a product evaluation could not be performed. The device history record was not reviewed due to lack of product identification. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Diligence is completed and no further information on the reported event has been provided.